Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this device system reportedly passed out for approximately two minutes and was difficult to arouse. The device memory was reviewed and no events were found to have occurred during the time of the patient's syncope. The data displayed a continuous atrial tachy response (atr) and the patient was in continous atrial tachycardia (at)/atrial fibrillation (af). The patient was to be admitted for further review. Additional information was sought from the local area sales representative, however, at this time, additional information was not available.